Event description:
Was hospitalized on (B)(6) 2021 and diagnosed with bacterial pneumonia in my upper right lung (chest x-ray). Due to a dry cough and difficult to control t1d and blood pressure, was kept on IV antibiotics and placed in an insolation ward because one of the doctors thought I might have tb. A CT scan showed the pneumonia, but no tb or lung cancer. I was released on (B)(6) 2021 with 5 more days of antibiotics (pills). I am going to have another chest x-ray on (B)(6) 2021 to document the presence/absence of pneumonia. When I returned home on (B)(6) 2021, I received a letter from philips respironics stating that my dreamstation bi-level pap device was being recalled due to degradation of pe-pur foam and voc emissions. The recall paperwork states that the use of the device is not recommended because "these issues can result in serious injury which can be life-threatening, cause permanent impairment, and//or require medical intervention to preclude permanent impairment". Approximately 6 weeks earlier, I had complained to lincare and philips respironics that tiny black particulates (feel rubberized) were on my disposable filters, and I was unable to clean them. Also, I had not received any replacement parts (hoses, filters, pre-filters, etc.) Although I had met the medicare 2 month use of the bi-pap; in compliance. Lincare apologized stating that the serial number had been misfiled with philips which is why I had not received any replacement parts. Lincare stated that they were "working on it" and that my replacement filters, etc. Would be arriving shortly. I never received any parts before being admitted to the hospital for what turned out to be pneumonia; not a smoker, never had pneumonia before this hospitalization. Neither lincare nor philips said anything about a recall to me. My questions to medwatch are: is it possible to be diagnosed with bacterial pneumonia after having inhaled respirable-sized pe-pur particulates for several months? If so, is it possible that I will be diagnosed with pneumonia again? Respironics state that "we regret that it may take some tie to replace affected devices. The planned repair for the affected devices involves certain design changes, which in some markets may include review and/or authorization by the relevant regulatory agencies. We understand the impact of this issue and we sincerely regret this disruption". Do I have the right to refuse the repair or replacement of the bi-pap, and demand that the money provided by medicare be refunded in full? Are there other tests that I should be aware of to get to the bottom of this? Any and all help would be greatly appreciated. (B)(6). FDA safety report ID# (B)(4).